Event description:
It was reported that there was an alert for out-of-range left ventricular (lv) lead pacing impedance (pli) for this cardiac resynchronization therapy defibrillator (crt-d) system. It was also noted that this crt-d delivered anti-tachycardia pacing (atp) for an episode of atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) analyzed presenting electrogram (egm) and recommended further testing of patient in clinic and a chest x-ray. Ts also discussed reprogramming options with health care professional (hcp). No adverse patient effects were reported. Currently, this crt-d system remains in service.